Event description:
It was reported to MFR that high lead impedance, dcdc=7, resulted when a system diagnostic test was performed on the vns patients device. An evoked potential diagnostic test was performed and it was diagnosed "one broken wire of the two wires of the lead." X-rays were sent to MFR to review, and there were not obvious lead discontinuities observed, however, the electrode region could not be assessed due to the quality of the images received. Additional information was received from the physician, which revealed that the pt has very dynamic, heavy motoric seizures, and this may be the cause of the lead discontinuity. The physician has referred the patient for explantation of the device, as the physician feels that if the pt was re-implanted with a new device, the same result may occur (lead fracture) due to the type of seizures the pt presents with, and the pt did not reach the desired therapeutic benefit with vns therapy. Surgery is likely to occur.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.